Event description:
The customer reported elevated creatine kinase-mb (ck-mb) and troponin I (accutni) results, for two patients, involving synchron lxi 725 system. This is report number one of three. The elevated results were released out of the laboratory. Subsequent testing produced lower results, which were released to the hospital. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2009 and discovered carry over issues with closed tube aliquotter (cta). The fse noted the probe was out of alignment to the wash station and was slightly bent. The fse replaced and realigned the cta probe and syringes. The fse verified the system by performing (B)(4), which passed within specifications. The fse completed repair verification per established procedures. The unit conformed to the manufacturer's published performance specifications. The patient sample was collected in lithium heparin tube with no gel separator. The sample tube was centrifuged at 4,400 rpm (rotations per minute) for ten minutes. The sample was tested from the primary tube and processed through the cta before being analyzed on the system. The customer claimed to have identified the likely cause of the erroneous results but declined to provide further information. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-04162, 04163.